Event description:
It was reported that during a general change-out procedure, the set screw of this subcutaneous implantable cardioverter defibrillator (s-ICD) would not loosen properly. The physician began to cut the header to release the electrode. After troubleshooting, the set screw was able to be loosened and the s-ICD was explanted and replaced successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post markey quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis confirmed the setscrew would not move in either direction. The seal plug was removed, and visual inspection noted that the setscrew was stuck in the up position inside the capture washer. The setscrew was freed with force and operated normally in both directions once it was disassociated from the capture washer. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage.

Event description:
It was reported that during a general change-out procedure, the set screw of this subcutaneous implantable cardioverter defibrillator (s-ICD) would not loosen properly. The physician began to cut the header to release the electrode. After troubleshooting, the set screw was able to be loosened and the s-ICD was explanted and replaced successfully. No adverse patient effects were reported.